Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the circular seal was cut. The lock collar, obturator, trocar balloon and dissector balloon appeared intact. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing; the trocar balloon was inflated, using a test syringe, no leaks detected. The hole for the dissector balloon was covered, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, at the very beginning of the case, the device¿s balloon did not inflate, valve seal disengaged and was damaged, wherein after inserting the balloon trocar into the patient, upon trying to inflate, the balloon would not inflate and the problem was discovered. A new device was used in order to resolve the issue. No patient injury.